Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that row c on drawer 4.2 had a blinking red light. A field service engineer manually detached the pockets from row c and discovered a small piece of foil that was connecting the contacts at spot 5. The foil was removed, and all cables for the row board were properly reseated. After reassembling the drawer, the station was powered down to facilitate the reconnection of the drawer. Upon restarting the application, all pockets were successfully recognized. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system had failed drawer not detected on the bus. A customer reported that there was a delay in obtaining medication while I was addressing issues at the station, as well as a delay concerning the specified medication in the case due to a malfunctioning row. However, these delays did not lead to any harm for patients or users. There were no adverse events or injuries reported based on this event.